Manufacturer narrative:
The returned attachment was tested by manufacturing personnel and did not meet production specifications for noise, cut and current draw test according to specification. Failure of the current draw can lead to the overheating of the attachment. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 62.9 c and 53.4 c under load testing with coolant spray on. Maximum temperature for the attachment head exceeded requirements. Results from (B)(4) stated the attachment runs rough and it feels dry, the head is too hot and the current is too high. Due to dry component inside it can be assumed that the customer has been lubricated the attachment very little or not at all.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.